Event description:
Initial reporter indicated that they were not able to interrogate a patient's vns generator. It was determined the battery was at end of life. The explanted generator was returned for product analysis. The caged module was found to exhibit an out-of-limit (2ua higher) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (selectable value resistor) could have been more optimally chosen. A review of the device history record found that on the original post burn-in test sheet (dated (B) (6)2000), the pulsing current measured 119.7ua (spec 80.000 - 120.000). Using a lower value resistor, the caged module met functional specifications. The extent to which the increased current consumption may have contributed to a depleted battery cannot be determined as no programming history was available to perform the battery life calculation. The failure to program was related to the battery depletion.